Manufacturer narrative:
Engineering evaluation of the returned liner noted that the liner remained intact and assembled to the shell. A visual examination did not indicate a quality, design or manufacturing issue. The device history record review provides assurance the part was accepted with conformance to the product requirements.

Event description:
Revision after dislocation. Primary surgery was in 2000. Implants were placed well and had great ingrowth, surgeon was unsure as to why patient was dislocating. This device is associated with the event reported in 1038671-2010-00180.